Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have difficulty pushing the buttons and getting to the menu. Customer's blood glucose was over 200 mg/dl. Device had a blank display. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
Insulin pump received with no button response due to flattened all button dome switch. No unlocked lcd keypad connector. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to buttons not responding. No blank display during test and no damage found on the lcd isolation tape noted. No hot surface on pump during test noted. No moisture damage on electronics assembly and no display anomaly during test noted. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.